Manufacturer narrative:
H6: the quality investigation is complete. D4: UDI is unknown as the lot/catalog number was not reported. D9: the device was not returned for evaluation.

Event description:
It was reported that a blade broke during a surgical procedure. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that a blade broke during a surgical procedure. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.